Event description:
It was reported that the tenaculum forceps instrument wires are broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one pitch cable is broken near the proximal clevis cable hole, but the hole does not exhibit wear. The other cables at the wrist are not damaged. Engineering concluded that the high grasping force combined with instrument collisions, most likely contributed to the breakage. Engineering also observed deep scratches in areas of about .350" by .350" and .350" respectively, where material of the main tube was removed. Scratches are located on the clevis end of the main tube, one extending from the intersection with the proximal clevis, and the other at approximately 1.125" from the same intersection. The damaged areas were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.